Event description:
Per medical record review, the patient is a 77-year-old male, with a history of severe symptomatic aortic stenosis underwent a successful transcatheter aortic valve replacement (tavr) with implantation of a 26mm s3 ultra resilient (s3ur) valve in the aortic position on (B)(6) 2025, without complications. During valve deployment, the commander delivery system balloon ruptured, as confirmed by procedural records and a voluntary medwatch report. The rupture did not result in harm or injury, and the valve implantation was completed successfully.

Manufacturer narrative:
Correction to h6; impact code, clinical code, and type of investigation. Update to b5.

Manufacturer narrative:
A supplemental MDR is being submitted to add the medical device report (MDR) number to the h10 field. Update to h10 (related report numbers) to reflect the MDR number.

Manufacturer narrative:
Update to d9. Correction to h6; type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for examination and a visual inspection found that the balloon burst longitudinally and radially with no balloon pieces missing. Dimensional testing found that all measurements taken of the balloon single wall thickness met the specification. Due to the nature of this complaint, functional testing was not performed on the returned device. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of a balloon burst was confirmed based on evaluation of the returned device. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the product evaluation, the balloon was observed to have burst longitudinally and radially. As reported, the patient had severe aortic stenosis and additional 2cc volume was added. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, while the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. In this case, available information suggests that patient (severe aortic stenosis) and procedural factors (over-inflation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing. Voluntary medsun number (B)(4).

Event description:
According to the hospital voluntary medsun received, during a transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra resilia valve, the balloon ruptured during deployment.